Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
The complaint states that "cgm accuracy" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was shaking and rocking on the floor. The reported glucose values fall within the c zone of the parkes error grid when paramedics arrived.